Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving lower readings on an adc blood glucose meter in comparison to an hcp meter. The customer reported that she received a reading of 200 mg/dl on her adc meter in comparison to a reading of 667 on an hcp meter. The customer stated that on (B)(6) 2017 at 14:30 she was ¿almost fainting¿. Customer was taken to a hospital where a reading of 667 mg/dl was obtained on a hospital meter. The customer was diagnosed with hyperglycemia, and reported that she was treated with an ¿insulin pump for a week¿, from (B)(6). No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. No product was returned for this complaint. Dhrs for the papillon lite meter and freestyle strips have been conducted, and the DHR showed the papillon lite meter and freestyle strips passed all tests prior to release. The useful life of the papillon lite meter is 5 years. As the manufacturing date of this product is (B)(6) 2010, it has been in distribution beyond its useful life. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities were required for the papillon lite meter. A tripped trend review was completed and showed no trips for the reported complaint and freestyle strips. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported receiving lower readings on an adc blood glucose meter in comparison to an hcp meter. The customer reported that she received a reading of 200 mg/dl on her adc meter in comparison to a reading of 667 on an hcp meter. The customer stated that on (B)(6) 2017 at 14:30 she was ¿almost fainting¿. Customer was taken to a hospital where a reading of 667 mg/dl was obtained on a hospital meter. The customer was diagnosed with hyperglycemia, and reported that she was treated with an ¿insulin pump for a week¿, from (B)(6). No additional treatment was reported. There was no report of death or permanent injury associated with this event.